Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the reported problem, "verify." It is unknown when this event occurred. The quality engineer later assigned the damaged battery to be the determined problem. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a problem of "verify" was not confirmed by service. However, the quality engineer later identified the damaged battery to be the determined problem. This condition was caused by a depleted main battey. The main battery was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.